Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that in (B)(6) 2010 the patient was experiencing or had experienced: uterine prolapse, cystocele (grade 2), rectocele (grade 2), stress urinary incontinence (sui) with activity/cough, lower back pain and pelvic pain/pressure due to uterine prolapse, some urinary frequency, moderate uterine prolapse, and significant perineal relaxation with poor tone, perineum only 1 cm. In (B)(6) 2010 the patient was experiencing or had experienced: cystocele (grade 2), rectocele (grade 2), uterine prolapse (grade 2-3), significant perineal relaxation with lack of perineal support, urodynamics, cmg, emg, upp - bladder neck hypermobility, sui. Da vinci robotic assisted: restorelle y/coloplast and gore-tex sutures used for sacral colpopexy, supracervical hysterectomy with left salpingo-oophorectomy. Robot undocked: gynecare tvt/ethicon implant, dilation & curettage with endometrial biopsy, posterior colporrhaphy, vaginal mucosa trimming with perineoplasty, removal of pelvic mass, cystoscopy. In january 2011, the patient was experiencing or had experienced dysuria and odorous urine. In september 2013, the patient was being treated for urinary tract infection (positive for escherichia coli). The patient continued to have pelvic pressure, abdominal pain, and acute cystitis. In march 2014 the patient was experiencing or had experienced dysuria, urinary frequency, incomplete emptying, and urinary tract infection (positive for escherichia coli). In october 2018, the patient continued to experience sui, experienced urethral sphincter insufficiency, and urinary tract infection/acute cystitis (positive for pseudomonas putida). In november 2018, the patient experienced 1mm of supris exposure at mid-urethral incision with visible sutures. In-office partial excision of exposed mesh and visible sutures took place. In december 2018 the patient experienced worsening abdominal/suprapubic pain for four days, as well as urinary tract infection. In january 2019, the patient experienced great discomfort, and sui with activity/jumping/sneezing. There was no sign of mesh erosion or suture exposure. Failed supris was noted. In january 2019 the supris was ineffective, the patient experienced sui. She suspected she had some sort of mesh erosion, but there was no evidence of erosion upon office examination. In october 2019, the patient experienced urinary tract infection. In november 2019, the patient experienced persistent urinary incontinence, urinary frequency, dysuria, intermittent vaginal pain, inability to have intercourse due to dyspareunia, extruded mesh, palpable mesh anteriorly/bunched up, tender to palpation, anterior vaginal scarring from sling, decreased anal sphincter tone, exposure of vaginal mesh with subsequent vaginal pain, and full incontinence of feces. In december 2019, imaging took place. A thin band of restorelle y came down to urethrovesical angle with ~90 degree anal sphincter defect, severe levator ani/anal sphincter muscle deficiency with long-standing fecal incontinence. One sling was highly convoluted (coiled). Cystoscopy was normal. In january 2020, the patient experienced sui, exposure of mesh, vaginal pain due to the mesh/slings, voiding dysfunction and full fecal incontinence. In february 2020, the following were noted: intraoperative ultrasound, examination under anesthesia, fascia lata harvest from left thigh, fascia lata and gore-tex sutures used for suburethral sling, extensive/meticulous dissection to remove two, possibly three, extruded/exposed/adhered/eroded/intertwined previosuly placed bladder slings (coloplast and non-coloplast products), anterior repair with adjacent tissue transfer (2 cm x 6 cm), suprapubic catheter insertion, cystoscopy. The patient experienced bloody urine and acute cystitis.

Manufacturer narrative:
(B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated painful, permanent, severe and disabling injuries which were caused, aggravated, accelerated or lighted up by said occurrence, including pain, pelvic pain, abdominal pain, groin pain, leg pain, dyspareunia, mesh contraction, inflammation, scar tissue, bladder perforation, blood loss, neuropathic and other acute and chronic damage and pain, urinary incontinence, overactive bladder, incomplete bladder emptying, bladder spasms, urinary urge incontinence, recurrent infections and severe shock to nervous system, additional operations to locate and remove mesh, scarring, suspected erosion.